Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a new pump user experienced a severe hypoglycemic event during the first week on therapy, with a fingerstick blood glucose of 68 mg/dl while the connected continuous glucose monitor reportedly displayed values in the 40s. Symptoms included hypoglycemia. Outcomes included transient physiological impairment without long-term sequelae. Investigation included a customer interview attempt and review of available device and event information. Investigation of this case revealed insufficient information to determine a device malfunction or user-related cause. It was concluded that the cause is unclear. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.